Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and intermittent power in the pump. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the review of the black box data showed unexplained power reboots. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. Additionally, the battery cap contact height and width measured within specifications. Evidence of moisture contamination was noted inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump was exercised with the returned battery cap for 24 hours with no reboots, loss of power or call service alarms. Upon removal of the pump case, no evidence of moisture or loose components was found inside the pump. Unrelated to the original complaint, the pump powered on to a dim and discolored display. In addition, the battery compartment was cracked in two places. (B)(4).